Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was turned off. The customer¿s blood glucose level was 212 mg/dl at the time of the incident. Customer reported they were unable to clear the alarm. Customer stated the insulin pump had no delivery alarm and also had weak battery. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.